Event description:
On march 11th, 2026 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown user site in brazil. A monitoring dispersive electrode (model skintact wr21) and an unknown generator have been used. The initial reporter stated "a cautery plate was placed on the left thigh to perform the procedure. It caused a skin lesion on the patient. Date of occurrence: (B)(6) 2025." No information about the generator model, the power settings, the patient, how the skin was prepared, if and how the injury was treated afterwards have been disclosed to us.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on three retained samples. All tested samples were found to perform within limits. No faults were detected. The initial reporter informed us that the involved device is available for investigation. We also have requested additional information, a questionnaire to be completed. Currently we are awaiting further information, a filled in questionnaire and the concerned and involved customer sample. After several requests for a filled in questionaire and the concerned customer sample we have been informed on april 28th, 2026 that "we do not have information from the questionnaire responses/sample. Please provide us with the report based on the information provided so far." As no further information or a filled in questionnaire was available despite repeated requests it was not possible to determine if a user-error has contributed to or caused the claimed incident. We therefore consider the investigation and the report closed.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on three retained samples. All tested samples were found to perform within limits. No faults were detected. The initial reporter informed us that the involved device is available for investigation. We also have requested additional information, a questionnaire to be completed. Currently we are awaiting further information, a filled in questionnaire and the concerned and involved customer sample. We therefore will provide a follow up report once any will become available.

Event description:
On march 11th, 2026, we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown user site in brazil. A monitoring dispersive electrode (model skintact wr21) and an unknown generator have been used. The initial reporter stated "a cautery plate was placed on the left thigh to perform the procedure. It caused a skin lesion on the patient. Date of occurrence: (B)(6) 2025." No information about the generator model, the power settings, the patient, how the skin was prepared, if and how the injury was treated afterwards have been disclosed to us.